Event description:
It was reported the stylus pen gives wrong reaction; the calibration cannot be performed. It was also reported the entrance of the power cover is broken. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Analysis could not confirm the reported event; it was noted the stylus was missing. It was also noted the entrance of the power cover was not broken. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly and the solder pads were damaged. Analysis also found the keyboard was damaged (loose key) and both display hinges were worn (the screen fell down). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.